Manufacturer narrative:
The reported event of loss of efficacy was not confirmed. As received, visual inspection and testing showed the returned ins passed all the functional tests. The cause of the reported event remains unknown.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00489, 1627487-2023-00490. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.